Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the vibrate feature on the insulin pump does not work. Customer stated that the insulin pump did not vibrate during the vibrate test. Customer's current blood glucose reading is 137 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with no vibration due to broken black vibrator motor. Cracked case at display window corners and minor scratched lcd window.